Manufacturer narrative:
Model number/catalog number: 72404130. Serial number: n/a. Batch/lot number: 1100207049. Model/catalog description: belt cuff fgs 4.0 cm iz unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100207345. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that a patient was dissatisfied with his artificial urinary sphincter (aus). The balloon and pump were found to be malpositioned. As a result, the entire device was removed and replaced, with the new device implanted in the appropriate anatomical position. No patient complications were reported.